Event description:
Information was received from a manufacturer's representative and a consumer regarding the patient's implantable infusion pump for post laminectomy pain. It was reported on (B)(6) 2016 that the healthcare provider's office forgot to call the patient about a refill and she got it almost 1 month late. The patient was being medicated with morphine (unknown concentration, unknown dose). The patient's status was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.